Event description:
Boston scientific received information that this implantable pacemaker with the right ventricular lead exhibited loss of capture with asystole of less than 2 seconds. The physician suspected a micro dislodgement. Subsequently, the rv lead was repositioned. Additional information was received indicating that the cause of the observation was not conclusively determined. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.